Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: there was "insufficient volume draw."

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were visually evaluated showing that the amount of liquid drawn into the tubes is below the fill line etched on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples were functionally tested and no issues related to underfill were observed. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the photos do show the amount of blood is different in both tubes; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were visually evaluated showing that the amount of liquid drawn into the tubes is below the fill line etched on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples were functionally tested and no issues related to underfill were observed. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the photos do show the amount of blood is different in both tubes; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: there was "insufficient volume draw."